Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error test. No rf pic failed alarm was noted during testing. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received rf pic failed self-test alarm in the insulin pump. Customer's blood glucose at time of incident was unknown. Customer was explained the alarm and possible causes. Customer was advised that the error table indicate that pump should be replaced. Customer was advised that we will replace the pump.